Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Dear all, I would like to inform that we had auditors visit from (B)(6) yesterday regarding patient's complaint about needle blocked sku: 320497 microfine 4mm lot no:3219017. The patients reach out to (B)(6) directly and never contacted with us so we are aware when (B)(6) visit to office. Please find attached investigation document in turkish. The (B)(6) officer has some request for investigation process and have to complete in 20 days as embecta turkey medikal.